Event description:
It was reported that the pt was hospitalized for catheter exchange due to a blocked catheter. During removal the lumen broke at the edge of the cuff retainer.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a supplemental report will be submitted.